Manufacturer narrative:
Date of event: exact date unknown, event occurred few weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient experienced muscle spasm and tenderness at the battery site. The patients ipg would not charge. Database analysis of the battery discharge and charge profiles were observed and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.